Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the perforation situation: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field h6: patient codes, impact codes, and device codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns about possible malfunction of this right ventricular (rv) lead. Which leading high capture thresholds and undersensing. Further review was recommended and no adverse patient effects were reported. The rv lead was found to be dislodged and a perforation to the heart wall was noted. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the perforation situation: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field h6: patient codes, impact codes, and device codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns about possible malfunction of this right ventricular (rv) lead. Which leading high capture thresholds and undersensing. Further review was recommended and no adverse patient effects were reported. The rv lead was found to be dislodged and a perforation to the heart wall was noted. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns about possible malfunction of this right ventricular (rv) lead. Which leading high capture thresholds and undersensing. Further review was recommended and no adverse patient effects were reported. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.